Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stated while traveling their subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and they were concerned over potential battery depletion since it had only been implanted for three years. Upon interrogation the s-ICD was found to be at elective replacement indicator (eri). Engineering analysis found the battery was exhibiting characteristics of a premature depletion condition and recommended replacement. Subsequently the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population.

Event description:
This report is being filed to submit the analysis results.